Event description:
It was reported that the cap included with the syringe did not appropriately fit on the end of the syringe and popped off, creating a near miss blood exposure. The same respiratory specialist had the same issue with one syringe on 4/30 as well. The event occurred at the hospital while in use with the patient and the operator of the device was a health professional. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: a second date of event for an additional occurrence was provided: (B)(6) 2024. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6:evaluation codes updated. Device evaluation: reported issue could not be confirmed as no product sample was received. No further action will be conducted at this time. If the product is received at a later date, the complaint will be reopened for further investigation. A DHR review found no discrepancies or anomalies relevant to the complaint.